Event description:
Pt is reportedly on life support and is being monitored bya 3760 pulse oximeter. Pt's mother reported her daughter is experiencing blisters/burn marks subsequent to the use of trufit oxytip sensors. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.